Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was distorted and unreadable. Reportedly, the display had blue and green lines running to the bottom half of the screen. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.